Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the u-02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe generator was analyzed and the reported failure was confirmed and reproduced. Errors u-02 and c-00 were present in the error log. The unit was placed on an in-house system, run in normal mode and failed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had activation errors c-01 and u-02. Prior to calling the technical support engineer (tse), the customer had restarted the system and the erbe generator with no change. The tse assisted the customer through disconnecting all the cables from the erbe generator but the issue remained. The tse had the customer locate the activation cable and force triad backup generator and walked the through connecting the force triad generator to the system. The surgeon then tested backup generator and it was working. The procedure was completed with no reported injury.